Event description:
A ventilator was returned to the MFR for service. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failures of an operational test occurred. The nuts on the device's piston cylinder were tightened to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Nuts tightened.